Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received motor error, external ram crc error, no delivery, and unexpected restart alarms on their insulin pump. The customer's blood glucose level was reported to be 140mg/dl. It was reported that the pump was noted to be out of warranty. It was reported that the customer was not able to be reached during a call back. No further information provided.